Manufacturer narrative:
A visual evaluation found that the guide catheter was detached from pull wire and kinked in several locations throughout. Push catheter and pull wire were also kinked several locations. The stent was kinked with marks of the retrieval device which likely indicated kink occurred during removal.   The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the device to bend/coil leading to kink and bends in the device. Due to the kinks and bends, the stent would become difficult to deploy. Forcible efforts to deploy the stent could cause complications such as detachment of guide catheter. Therefore the most probable root cause is ¿operational context.¿   a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is no evidence that the device wan not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stent implantation procedure in the biliary tract which was performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was inserted into the target site and was released. Through an endoscopic image, the guide catheter was revealed to have torn and remained in the stent. The detached portion noticeably had a clean cut. The physician also claimed that no strong resistance was experienced that could have detached the guide catheter. Upon removal of the device, via forceps, the stent was flattened at the grasped portions. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) guide catheter break. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a stent implantation procedure in the biliary tract which was performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was inserted into the target site and was released. Through an endoscopic image, the guide catheter was revealed to have torn and remained in the stent. The detached portion noticeably had a clean cut. The physician also claimed that no strong resistance was experienced that could have detached the guide catheter. Upon removal of the device, via forceps, the stent was flattened at the grasped portions. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.